Event description:
Per mdt rep (B)(4), (B)(6) was unable to get access due to subclavian occlusion. Pt odom was brought to the lab for what was supposedly a rv lead revision on an old biotronik lead. Both a and v leads are biotronik from what I understand. (B)(6) was unable to get access due to subclavian occlusion. I suggested micra av vs. Tunneling from the right (sinus not functioning normally). The existing pocket was never opened and the dual chamber device was programmed vvi 30. No 5867 was used. Reference report mw5147337. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).